Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit stopped ventilating and screen went orange and black. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31oct2018. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to remove the battery before shipping ventilator for bench repair. The manufacturer¿s field service engineer (fse) replaced the defective data acquisition pcba and added the retention bracket and da cable to address the reported problem. The unit successfully passed the required performance verification test.